Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device found air leakage. The doctor immediately replaced the device and successfully completed the treatment for the patient. Intubation through oral or nasal was required.